Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis revealed an insulation abrasion at 56 cm from the connector, which exposed the rv cables. The abrasion is consistent with that produced by friction with another device.